Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, while trying to resect the body part, the surgeon struggle to fire the cartridge because its firing knob was very tight, then he needed to apply 10 times more pressure to fire. After 1st firing the second firing got strucked, again they tried a third cartridge but the same issue occurred. They opened a new stapler but the surgeon find it very hard to push the firing knob, he even changed the cartridge from blue to green but still the firing knob was very tight and had struggle to complete the firing. There was an extension of surgical time for 30 minutes due to the event. The patient had no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual or functional abnormalities were noted during evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.